Event description:
Patient underwent the bha for femoral neck fracture. During the surgery, it was found that size notations of the broach were hard to read. The surgeon used the broach in question by guessing the size compared to other broaches. Surgery was completed successfully.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device cannot confirm the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.